Event description:
Customer called to report a fluid leak of approximately 2 milliliters from the coulter lh500 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and indicated that no leaking was observed; however, the fse discovered that the blue-stripe tubing at pinch valve pv43 had popped off from flow fitting ff151, which is believed to be the source of the leak. The residual fluid, consistent with cleaner in appearance, leaked onto the main interconnect electrical wiring harness and traveled to the blood sampling valve (bsv) electrical wiring harness quick disconnect and the mixing module electrical wiring harness quick disconnect, allowing corrosive salt bridge build-up to occur between the pins in the quick disconnect fittings. Additionally, the fluid traveled onto the manifold, mf15, which also affected solenoids 56, 58, and 59, which are utilized to deliver stabilyse to the diff (differential) mixing chamber. The primary aspiration would have also been intermittently inoperable due to solenoids 14 and 15 intermittently firing simultaneously as a result of corrosive salt bridges in the quick disconnect electrical wiring harness junction. In order to address the issue, the fse replaced the main interconnect harness, the bsv harness, and the mixing module harness. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
A previous report for a leak on this instrument was indicated on (B)(6) 2012, as documented in beckman coulter, inc. (B)(4), and filed as medical device report #1061932-2012-01755, along with reports of discrepantly high monocytes (differential) results, documented in (B)(4). The leak recurred after the field service engineer spent several days servicing the instrument for the occurrence on (B)(6) 2012. (B)(4).